Manufacturer narrative:
A steris service technician inspected the unit and found the hose drain to be cracked and leaking water. The technician replaced the hose, rebuilt the drain valve and made adjustments to clamps. The technician ran a test cycle and confirmed the unit to be operational.

Event description:
The user facility reported that water was leaking from underneath the reliance 444 washer. No injuries or procedural delay/cancellations reported.